Event description:
It was reported that a physician attempted placement of the prostar xl 10f suture using the pre-close technique prior to an abdominal aortic aneurysm (aaa) procedure in the common femoral artery. Reportedly, the needles could only be retracted for 1 cm and became stuck. A needle back down was performed and a second device was placed to achieve hemostasis following the aaa procedure. The sheath used during placement of prostar xl was a 10 fr sheath. During the aaa procedure a 16 fr sheath was used. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the prostar xl 10f device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.